Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination found that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 2mm distal of the proximal markerband. As per the instruction for use (IFU), the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the tip part of the balloon was ruptured upon first inflation at 4atm within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.